Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 7. Details of surgery: ridge augmentation. On (B)(6) 2025, non-osseointegration was verified. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, swelling and abscess. No further patient complications were reported.